Event description:
It was reported that the patient had her vns therapy generator explanted in an emergency surgery as she had developed an infection at the implant site on her chest. It was later reported that the type of infection that the patient had developed prior to explant surgery was a staph infection. Attempts to obtain further information have been unsuccessful. The generator was discarded after the surgery.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.